Manufacturer narrative:
One used blade was returned for evaluation. Visual inspection confirmed that the adapter body is cracked at the base of the outer tube, likely due to excessive lateral load which caused a misalignment between the inner and outer tube resulting in abrasion at the base of the inner blade. After the evaluation a root cause of improper use was found. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
During a sad procedure it was reported that shedding occurred. The shedded material was flushed out. A ten to fifteen minute delay was reported and a back-up device was available.